Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that 11 years and 3 months post implant of this annuloplasty ring, it was replaced valve-in-ring with a non-medtronic bioprosthetic valve due to elevated gradients measuring 22-33 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.